Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. Based on the results of the investigation, the cause led to foreign material is not confirmed but it is likely the foreign material was silicone rubber material that could have possibly entered through the cylinder or connector. The following is included in the instructions for use (IFU): inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object coming out from the nozzle. The issue occurred during and unknown event. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards u/d knob is out of the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; due to nozzle clogging, amount of water contact does not meet the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesives around lg lens has white-clouded area; adhesive around light guide lens is peeled; adhesives around objective lens has white-clouded area; adhesive around objective lens is peeled; image guide protector is damaged; switch box has a scratch; distal end cover has a crack; switch4 has a wear; switch1 has a scratch; control unit is shaved; control unit is damaged; due to clogging of nozzle, air supply volume does not meet the standard value; adhesive on bending section cover or distal sheath rubber has white-clouded area; adhesive on bending section cover or distal sheath rubber has a crack; switch3 has a scratch; connecting tube has a scratch; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; universal cord has a wrinkle; universal cord has a scratch; and switch3 has a scratch. Should additional relevant information become available, a supplemental report will be submitted.